Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump was died as exposed to pool water during swimming. Customer states they do hear fluid when shaking the pump and there are cracks in the insulin pump. Customer's blood glucose was 322mg/dl at time of incident and treated with manual injection. Customer advised to revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked case along the side of the battery tube.